Event description:
Reportable based on device analysis completed on 07feb2025. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in severely tortuous and mildly calcified proximal right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, during the procedure, the device could cross the lesion due to the angulation and resistance. The procedure was completed with another of same device. No patient complications were reported. However, analysis of the returned device revealed a longitudinal tear in the balloon.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues or damages on the hypotube. However, a visual examination of the balloon identified a longitudinal tear along its main body. Upon detailed microscopic examination, a 1.8 cm longitudinal tear was found extending from the distal to the proximal marker band. The inner lumen exposed within the tear was stretched. The bumper tip showed no signs of damage at the distal end. A microscopic examination of both the proximal and distal marker bands revealed no damage. No additional device issues were identified during the returned product analysis.